Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific issue. The single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (rotated heart, large left ventricle, and mitral valve leaflet billowing) and user technique/procedural circumstances (difficulty visualizing the clip). The worsening mitral regurgitation (mr) was likely a result of the slda. The mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mr and single leaflet device attachment. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 3 mixed etiology mitral regurgitation (mr) in the patient with a rotated heart, large left ventricle, and mitral valve leaflet billowing. One mitraclip was successfully implanted reducing mr to grade 1. A follow-up transthoracic echocardiogram on (B)(6) 2018 found the mitraclip was no longer attached to the posterior mitral valve leaflet and the mr was grade 3. The patient was treated with medication. There was no leaflet injury due to the single leaflet attachment. No additional information was provided.